Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported "rupture", "fold" and "capsular contracture baker grade ii/iii", "moderate amount of free peri-implant fluid". Later healthcare professional reported "intracapsular rupture" and "capsular contracture baker grade ii". This record is for the right side. Device remains implanted. Therefore, the event of capsular contracture baker grade ii/iii will be unreported.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture", "fold" and "capsular contracture baker grade ii/iii", "moderate amount of free peri-implant fluid". Later healthcare professional reported "intracapsular rupture" and "capsular contracture baker grade ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade ii/iii.

Event description:
Patient reported rupture, "fold", and "capsular contracture baker grade ii/iii". Patient later reported "signs of intracapsular rupture associated with a moderate amount of free peri-implant fluid" diagnosed via ultrasound. This record is for the right side. Device remains implanted.